Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for a normal pulse generator change procedure. Upon interrogating of the device, it was discovered that the atrial lead exhibited noise. The noise was reproducible during the examination. During the pulse generator change procedure on (B)(6) 2020, the atrial lead was capped and replaced. The patient was in stable condition following the procedure.